Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 367342, batch no. 9246014. It was reported that during use of the bd vacutainer® push button blood collection set the phlebotomist had issues with penetration of needle into patient skin and blood leakage around the push button mechanism. The following information was provided by the initial reporter: the needles appear to be dull; difficulty in getting them into a vein. In addition, he had blood leakage around the push button retraction mechanism.

Event description:
Material no. 367342 batch no. 9246014 it was reported that during use of the bd vacutainer® push button blood collection set the phlebotomist had issues with penetration of needle into patient skin and blood leakage around the push button mechanism. The following information was provided by the initial reporter: the needles appear to be dull; difficulty in getting them into a vein. In addition, he had blood leakage around the push button retraction mechanism.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for leakage and dull needle with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10